Event description:
It was reported that the insulin pump went into threshold suspend mode, which was triggered by an inaccurate sensor glucose reading. The customer stated that about 2 weeks prior, he had discrepancies between the sensor and blood glucose readings, along with receiving low blood glucose alerts. The blood glucose reading was 119 mg/dl, compared with the sensor glucose reading of 40 mg/dl, which suspending insulin delivery in the middle of the night. The most recent blood glucose reading was 114 mg/dl. Advised the customer on sensor insertion and wearing techniques. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.